Event description:
A site representative, physician, reported experiencing difficulty tracking the needle while in a vertek cranial biopsy procedure. With assistance, the surgeon got the tip stop point, however, stated the distance went beyond the target area. The surgeon built three other plans, attempted to re-set target and entry several times and was not seeing what was expected in the trajectory view. The surgeon went back to the original plan, re-set entry, tracked the needle and decided to freehand the distance of the needle to the biopsy area, target. Delay in surgery was 85 minutes for trouble-shooting. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(6) 2015: a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No problems found. Site alleged user error caused this event. (B)(6) 2015: software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No further issues have been reported.

Manufacturer narrative:
A medtronic representative, following up with the site neuro-coordinator was informed that that this incident occurred when the neuro-coordinator and usual staff were not working. A review of the system history found no previous occurrence and no recurrence of this issue. No further issues reported.